Manufacturer narrative:
(B)(4). Evaluation: peristaltic pump tubing. On (B)(6) 2009, (B)(6) reported patient wbc results were erratic on cell-dyn 4000 analyzer. Customer cleaned the dilution cup and checked the syringes without issue resolution. Customer requested service for the instrument. On (B)(6) 2009, abbott field service representative (fsr) discovered a leaking peristaltic pump tubing (ppt), list number 91485-01, on the instrument. The fsr states this may be the cause for wbc imprecision. Fsr stated the ppt was leaking after only 1 and 1/2 days after installation. The investigation for the ppt failure found no product issue (list number 91485-01). A review of the complaint history for the cell-dyn 4000 ((B)(4)) was performed from the complaint date ((B)(6) 2009) until present found no other complaint related to the reported issue. The cell-dyn 4000 system operators manual, list number 01h25-01, revision m, section 10, troubleshooting and diagnostics, provides basic troubleshooting techniques for wbc imprecision issue and directs the customer to call customer service if issue is not resolved. A review of the abbott metric reports did not indicate any adverse trend for the cell-dyn 4000, list base number 01h01-01, related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn 4000, list number 01h01-01, for the reported issue. This is the final report.

Event description:
The account stated that the cell-dyn 4000 analyzer has generated discrepant wbc results on 2 patient samples. On patient #2, the initial result was 1.09 k/ul, the sample was then retested in the cbc+retic+r mode and the result was 12.0 k/ul. There were no flags generated for both results. Field service was requested. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.